Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter break. Block h11: a flexima biliary stent with the delivery system was received for analysis. Visual examination of the returned device found the guide catheter detached and accordion buckled, the push catheter was accordion buckled, the push catheter suture hole was torn, and the guidewire was stuck within the guide catheter. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The investigation found that the guidewire was stuck within the device, the IFU states: "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The device did not deploy the stent because the guidewire was not fully retracted. The investigation concluded that the additional observed damages were likely due to excessive force applied when it was felt that the stent wasn't being deployed. Therefore, a review and analysis of all available information indicated that the most probable cause of the reported event is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct to treat a common bile duct stone during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter was detached. Please see block h11 for the full investigation details.